Event description:
Boston scientific received information that this patient was admitted to the hospital with pre-tamponade. It was suspected the right atrial (ra) lead resulted in a perforation. The perforation was confirmed through echocardiogram. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.